Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead and the patient experienced diaphragmatic stimulation. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.